Manufacturer narrative:
The customer uses serum samples and confirmed that these samples are from two different patients. The customer is running in batch mode and is using pw3 and has observed no additional discordant results. Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer obtained reactive (positive) advia centaur xp sars-cov-2 total (cov2t) results for two patients. The initial reactive (positive) results were considered discordant when compared to the nonreactive (negative) repeat results. The customer reported the nonreactive (negative) results. The initial cov2t results were not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00520 was filed on november 19, 2020. December 3, 2020 - additional information: customer observed nonreproducible results for two patients with advia centaur xp sars-cov-2 total (cov2t) lot 709035. A total service call (tsc) was completed. The customer support engineer found aspirate probe 3 did not have a good wash around. Replaced wash guides and calibrated aspirate probe 3 home position. An adjustment was made to aspirate probe 4 bottom to cuvette from 266 to 268. The top of the wash/separation manifold was cleaned of some dried residual liquid. The samples were run prior to performing the probe wash 3 (pw3) cleaning. Batching the cov2t assay and washing with pw3 resolves issue until the next test definition and software version can be loaded so customer can run in random access mode. Based on the information provided no product non-conformance was identified. Customer is operational. No further action is needed.